Event description:
Customer reported not being able to test his blood glucose due to errc 6 message appears on their precision xtra meter. Customer reported experiencing symptoms of "sick, thirsty, skin was on fire, vision went blurred," weakness and dizziness. In addition, customer reported going to hospital where he was diagnosed with severe hypoglycemia and treated with IV fluids and unk medication for vertigo. Note: customer reported using expired test strips.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.